Event description:
It was reported that within a day of implant, testing and a chest x-ray revealed that the right atrial (ra) lead dislodged and moved into the right ventricle. At the time of ra lead repositioning, the r-waves were thought to be too small and there was no slack on the right ventricular (rv) lead. Therefore, the rv lead was also repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.